Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient denied having any recent falls or trauma to her chest or neck or having an increase in seizure activity, but did indicate that she is not able to feel device stimulation. Review of x-rays by manufacturer revealed that the lead electrodes were not visible from 1 frontal chest view. The generator was implanted in the left chest with connector pin fully inserted past the connector block, feedthrough intact, and lead wires intact at the connector pin. There was one area between t5 and t7 where the lead was not seen as visibly intact. The lead area below t7 appeared to be twisted in a manner consistent with a lead break. The cause of the apparent lead break is unknown at this time. Revision surgery is planned.